Event description:
Customer reports a 2ml/hr infusor containing 1050mg of 5fu in glucose 5% to a total volume of 44ml, overinfused its contents in 9 hours instead of an anticipated 24 hours. During infusion, the patient was doing "high physical activity at home". Reports states there was no clinical consequences for the patient.